Event description:
It was reported that partial deployment occurred. The target lesion was located in the iliac artery. A 7 x 40 x 130 innova self expanding stent was selected for use. During the procedure, after reaching the lesion site, the stent was 10% partially deployed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that partial deployment occurred. The target lesion was located in the iliac artery. A 7 x 40 x 130 innova self expanding stent was selected for use. During the procedure, after reaching the lesion site, the stent was 10% partially deployed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for evaluation. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. The stent is still inside the sheath and the thumbwheel lock is missing. The pull rack is still in the manufactured position. Functional testing was performed by rotating the thumbwheel and the stent was able to deploy without any issues. No other issues were identified with the device and no patient complications were reported.